Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard x100lg2xl png blue tint activates early. The following information was provided by the initial reporter: nsd activates early.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard x100lg2xl png blue tint activates early. The following information was provided by the initial reporter: nsd activates early.